Event description:
Patient undergoing laparoscopically assisted vaginal hysterectomy and after uterus removal it was noted that the insulation of the tips of the gyrus open forceps was interrupted. A burn was noted to the left labia and anterior vaginal wall.